Manufacturer narrative:
The customer stated that the glucose electrodes and the contact assembly were replaced and the discrepancy has been resolved. Siemens has requested the data files and maintenance logs for investigation.

Event description:
The customer reported discordant glucose results for three samples when tested on two rl 1265 analyzers. There was no report of injury due to this event.

Manufacturer narrative:
Siemens review of the data files indicates that sample #3 was flagged with the "interfering substance: glu" exception flagging message. Such a flag is often an indication of a sensor at or pass use-life. The other two samples, although not flagged with the interference message, may have been influenced by the age or enzymatic decay of the glucose sensor. The glucose sensor in question was not available for internal investigation. Without internal investigation of the specific glucose sensor, true root cause for the discordant glucose samples is not known.